Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that, the patient experienced high blood glucose levels on (B)(6) 2024, due to a tubing connector turning white on their infusion set and detached. The issue affected one infusion set. The insertion site was on the abdomen, with the pump located on the same side of the body. The patient's blood glucose returned to normal after replacing the tubing. No specific activity led to the event, and the infusion sets were not exposed to extreme temperatures or humidity. The issue was resolved by replacing the infusion set. No further information available.